Manufacturer narrative:
Conclusion: the product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. The issue was successfully resolved through implant of a second valve, as viv, and no other adverse effects were reported. (B)(4).

Event description:
Medtronic received information via a warranty form that during the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. A second valve was implanted successfully valve-in-valve with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.